Event description:
It was reported that this system was part of an infection. A replacement procedure was scheduled. No additional adverse patient effects were reported. The product were not expected to be returned.

Manufacturer narrative:
This report is being filed to update the describe event or problem field and explant date.

Event description:
It was reported that this system was part of an infection. The system was explanted. No additional adverse patient effects were reported. The product were not expected to be returned.